Event description:
Customer reported a past high blood glucose event with the highest recorded level of 407 mg/dl, necessitating a visit to the emergency room on (B)(6) 2025. While in the ER, the customer received treatment of IV fluids and insulin. No injuries or permanent damage were identified. A system check was completed, and no further assistance was needed. The customer was released later the same day and reportedly, continued to use the pump for insulin therapy.